Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that after predilatation was performed, xience v stents were implanted to treat the restenosis of another company's previously implanted bare metal stents in the rca. A dissection occurred in the distal mid rca during use of the first xience v stent. Another xience v stent was used for treatment of the disection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Dissection is a known outcome of coronary stenting procedures, and is listed in the device IFU as a potential adverse event. Reportedly, the xience stent was used to treat restenosis of previously placed stents, which could have affected the outcome of the procedure. There were no difficulties reported deploying the stent implant, and no damage was noted to the sds which could have contributed to the dissection. A definite root cause for the dissection cannot be determined, though there are no indications of a product quality issue contributing to the dissection.